Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump alarmed no delivery and motor error. The patient's blood glucose at the time of incident was 600 mg/dl. The patient experienced nausea and thirst due to the hyperglycemia. During troubleshooting the customer was able to rewind the insulin pump. The device primed without incident as well. There were no anomalies noted. The insulin pump was not returned for analysis.